Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). The patient had an office consult on (B)(6) 2017. It was reported the patient was having auditory hallucinations and was hearing car engines at times. The issue was ongoing since having deep brain stimulation (dbs) placed, but the issue had been worsening. No further complications were reported/anticipated.

Manufacturer narrative:
Upon review of the additional information received, it was determined that patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the event was not related to the device/therapy and not related to the implant procedure. No further complications were reported/anticipated.